Manufacturer narrative:
Philips service replaced the 19'' monochrome monitor ER (mml1952-per). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the monitor displayed low image quality due to contrast issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.